Event description:
It was reported the patient had a pacemaker or defibrillator implanted after their deep brain stimulation device. Since the device was implanted, the patient had experienced the defibrillator going off about six times. The patient ended up having cardiac ablation about a week prior to this report and that seemed to have taken care of the issue. The manufacturing representative was uncertain if this was related to their device or not. The patient had been programmed with bipolar settings on one side and unipolar settings on the other. The patient had always had great tremor control and results from their therapy. The manufacturing representative was uncertain if the cardiac issue was caused from the device or if it was a result from their condition. An appointment for programming was scheduled in the next few weeks. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va09wvk, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va09wvk, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the manufacturer representative met the patient at his neurologist's office with the assistance of the defibrillator representative. The neurologist allowed his deep brain stimulator (dbs) to be programmed to higher settings for his tremors while the defibrillator representative monitored the patient's defibrillator for any detection from the dbs and there were no issues at all. The patient did not have any issues with his defibrillator between the last appointment and the follow-up appointment which was on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.